Event description:
The following information was provided: patient who underwent surgery approximately a year ago with an exeter hip prosthesis has had the prosthesis break without falling at the level of the femoral neck.